Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired three times with one blue and two white reloads and each time he had to pry the black firing handle up to make the jaws open. On the third firing, it actually tore a blood vessel in the meso appendix. He used a clip applier that was already on the field to correct the tear. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.